Manufacturer narrative:
(B)(4). 3004753838-2023-083081 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was an issue with the critical alerts prompt. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On 03/24/2023, it was reported that the patient's unspecified critical alert was disabled by unspecified means and the app had to be reinstalled, the patient was not aware that the app got disabled. Of note, the patient was not in an active sensor session at the time due to a problem with the app, so no continuous glucose monitor (cgm) readings, alerts, or alarms were reported. The patient was able to check his finger stick. On (B)(6) 2023, the patient's spouse noticed the patient was disoriented and diaphoretic. The spouse called emergency medical service (ems) and the patient was transported to the emergency department. The bg checked by ems was 15 mg/dl. The hypoglycemia was treated with d10 IV fluid and monitored; the patient was released from the ER a few hours later. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.